Event description:
It was reported that the lead had increased thresholds and impedance. A revision of the connection between the can and the lead was performed. The lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). No eval explaination: device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.